Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024 it was reported by a sales representative via (B)(4) that an (B)(4). Sheath had a crack, and it was bent. This was discovered during the case with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3373-5002 sheath lot number: 1687682 was received for investigation. Visual evaluation noted scratches and nicks throughout the surface of the device. It was further noted that the tip of the device was damaged with dents and cracks observed. The tip of the device was further observed under a magnifier and more damage was noted. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.